Manufacturer narrative:
Concomitant medical products: model 3186, scs lead, implant date: unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. It is unknown when the patient last recharged the device or had stimulation. Consequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient was unable to establish a connection with the ipg for approximately 4 months. The patient underwent surgical intervention on (B)(6) 2017, where the ipg was explanted and replaced with a different model. Effective therapy was achieved post-operative. The issue is resolved.